Manufacturer narrative:
Telephone number: (B)(6). (B)(4). Device evaluation: no complaint product was returned for evaluation. A customer provided photo was received and evaluated and revealed a carton with serial number sn:(B)(4). The carton label is still in tact, however, without product return, no further evaluation can be performed. The complaint issue ¿haptic damaged¿ was not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) trailing haptic broke during delivery of iol into the patient's right eye. The patient had a posterior capsular rent. The lens was removed and replaced in the initial procedure. A vitrectomy was not performed, however, sutures and incision enlargement were required. The patient outcome was unknown. No further information was available.